Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Reported that the system has generated a communication error with the footpedal during irrigation/aspiration mode. The doctor was able to complete the surgery with simcoe cannula.

Manufacturer narrative:
Product problem has been selected as to in initial report adverse event was incorrectly chosen. Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. (B)(4). All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
(B)(4). Additional intervention required. Field service personnel visited the account and replaced the rear panel connector printed circuit board (rpc-pcb) from the system. He also replaced the footpedal. The system has been checked out and it meets abbott medical optics specifications.

Manufacturer narrative:
Additional info: the returned part from the whitestar signature system, the printed circuit board assembly rear panel connector (pcba-rpc) part 0100-3031f s/n (B)(4) was evaluated visually and no observation was noticed. The pcba-rpc was functionally tested for error 416 (communication error) and did not pass. Also noticed that l1 from the board was burnt. A definitive cause cannot be determined for reported failure. The part was scrapped by depot.